Manufacturer narrative:
Follow-up #1: date of submission :01/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2015 with the following findings: multiple loss of prime warnings observed in the black box with low non zero force. Pump exercised for 24 hrs and the loss of prime was not duplicated. Force calibration passed testing. Unrelated to the complaint, there is a dim discolored display and the pump casing is cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.